Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and witho ut magnification. Visual examination of the returned sample revealed that the staples were severely misaligned. The stapler was returned with 20 staples left in the cover block indicating that at least 15 staples were fired by the end user. Dimensional inspection was not required as a part of this complaint investigation. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the staples was preventing the staples from moving down the track and into the forming tool. The stapler was disassembled and it was confirmed to have been assembled correctly. No other defects or anomalies were observed with the device. It could not be determined what exactly caused the staples to misalign. An nc has been opened by the manufacturing site to further investigate visistat jamming issues. The lot number was not reported, but a potential lot number was found by looking at the sales history. The potential lot number is 73m2000250. Per the device history review the product visistat 35w 6/box lot# 73m2000250 was manufactured on 12/08/2020 a total of (B)(4)pieces. Lot was released on 01/08/2021. DHR investigation did not show issues related to complaint. It could not be determined what caused the staples to misalign. The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. Visual examination revealed that the staples were misaligned. Upon functional inspection the misalignment of the staples prevented any staples from firing. The sample was disassembled and no other defects or anomalies were observed. It could not be determined what caused the staples to misalign. An nc has been opened by the manufacturing site to further investigate visistat jamming issues.

Manufacturer narrative:
Qn#: (B)(4). The device history review could not be conducted since the lot number was not provided.

Event description:
Incident happened in the surgery room. The stapler jammed while in use. Another stapler was used.